Event description:
The lab supervisor reported that one pt sample tube was aspirated multiple times during the night shift run. The night-shift operator proceeded to incorrectly report the same positive results for multiple patients without conducting appropriate further review. The lab supervisor also reported that two affected patients rec'd medical treatment. However, both patients were reported to be fine, and were discharged from the hosp without any adverse effects.